Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro: (B)(4) it was reported that a check syringe plunger sensor occurred. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log identified plunger sensor error. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. No problems found. Performed preventative maintenance.

Event description:
Additional information was received: the issue did not happen during the usage of the patient. The issue discovered during clinical engineering testing.